Event description:
It was reported that a malfunction occurred on the pump after it got wet while the caller was at the beach. The impact on the customer's blood glucose level is unknown, but there was no indication of an adverse effect. Customer reverted to an alternate method of insulin therapy.